Event description:
Primary stability not achieved, implant wasn't completely covered with bone, no thread tap used, compromised immune resistance, periodontal disease, complication in site preparation.